Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 1 minute. It was also noted that there was a pinhole on the balloon. The device was removed without any problem using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.